Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager (tm) contacted zoll customer support to report that a (B)(6) male patient was treated while at the hospital. The tm reported that a doctor at the hospital advised that the patient was conscious at the time and the treatment knocked him down. There was report of injuries from the fall. A review of the event indicates that the patient experienced an inappropriate defibrillation event consisting of two treatments. Svt at 160 - 161 bpm contributed to the false detections. The response buttons were pressed after the first treatment was delivered but not immediately prior to the second treatment. The patient remained in the hospital following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. : device manufacture date. Monitor sn (B)(4): 09/2013 - reuse. Electrode belt sn (B)(4): 09/2013 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf